Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer put their knee on the pump and the touch screen became shattered and half of the screen became unresponsive to touch. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.